Event description:
It was reported the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 37 and 48 hours. The pod completely separated from the adhesive, leaving the adhesive around the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. The adhesive pad heat welds were observed to be complete and correctly aligned with evidence of adhesive pad fibers indicating that the adhesive pad was fully attached to the pod at one point. The cause of the reported adhesive pad separation could not be determined.